Event description:
Information was received that a smiths medical pneupac parapac plus ventilator "was not working properly". No adverse effects were reported.

Manufacturer narrative:
One ventilator was received for evaluation. Upon visual inspection, it was noted device was received damaged, with a broken CPAP knob. This is an indication the device had been dropped. It was also noted the input manifold was not tightly mounted to enclosure. Device underwent functional testing by being connected to 50 psi of o2 and powering on device. Dut did not begin to cycle, as well as a continuous flow of gas at patient outlet- indicating an internal leak. The results of the functional test confirms the reported customer complaint. Upon further visual inspection, the timer valve assembly cover had become disconnected . It was also noted that one of the three cover tabs had broken off of the cover. The input manifold, as well as the CPAP knob were replaced, and device passed all functional tests. The problem source was determined to be user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.